Event description:
The reporter indicated that a 12.6mm, micl12.6, -5.5 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens of different model and the problem resolved. " excellent vault" was reported. In the reporter opinion the cause of event was patient related factor.

Manufacturer narrative:
(B)(4).